Manufacturer narrative:
The reported condition is attributed to a failure of the support arm. This condition was identified by the MFR in 1995 and corrective actions were instituted at that time.

Event description:
Notified in 2004 of scissor arm break at first knuckle.